Event description:
Pt was revised to address poly wear of the meniscal bearing, which caused pain.

Manufacturer narrative:
The product associated with this reported event was not returned for exam. The product lot code required to search the complaint database by lot code was not provided. The investigation could not draw any conclusions about the reported polyethylene wear without the product to examine. It was noted that the product was implanted for approximately fifteen yrs prior to revision. Based on the performed investigation, the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should the product and/or additional info be received, the investigation will be re-opened.